Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose value. Customer's low blood glucose value was 48 mg/dl. Customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer's blood glucose that associated with the triggered value was 350 mg/dl. Customer stated that the they experienced a high blood glucose after taking the sensor out. Customer decline troubleshooting for high blood glucose. The product will not return for the analysis.